Manufacturer narrative:
Product complaint # (B)(4). 510k: this report is for anunk - constructs: plate/screws. /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed,no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was injured on or about (B)(6) 2019, when he tripped and fell on a concrete path. As a result of this trip and fall, patient felt pain at and about his right ankle. Patient underwent an open reduction of the fracture and fixation by internal placement of a plate held by screws. Patient's recovery went poorly and had continuing right leg pain, a second surgery to remove the original plate to have a new plate internal fixed. No further information is available. This complaint involves two (2) devices. This report is for (1) unk - constructs: plate/screws. This report is 1 of 2 (B)(4).